Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(4), ubd: 18-apr-2022, UDI#: (B)(4); product ID: 977a260, serial/lot#: (B)(4), ubd: 18-apr-2022, (B)(4). Pertain to product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s vas scores at an unscheduled visit was greater than baseline; the patient had increased right leg and right back pain. It was noted that the event was not related to the study procedure, neurostimulator, leads, and external study device, and possibly related to the spinal cord stimulation therapy. Diagnostics performed included a fluoroscopy which showed a slight lead migration; it was noted the leads still covered t9-t10. Interventions taken included interrogating the device and reprogramming. The outcome of the event was recovered/resolved. No further complications were reported/anticipated.